Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post system implant, the patient experienced a syncopal episode with cardiac arrest on telemetry. The patient had injuries to his face as a result. The implantable pulse generator (ipg) was later evaluated and the capture threshold and impedance were within normal limits. The right ventricular (rv) lead exhibited loss of capture that could not be replicated. The patient was evaluated again, and the rv lead checked through the device and the analyzer and appeared to be functioning normally. The physician suspected a micro-fracture of the rv lead. The rv lead was explanted and replaced with another of the same lead. No further patient complications have been reported as a result of this event.